Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie drawer failed to open. A field service engineer conducted a replacement of the full height latch in response to a potential magnet failure. Additionally, the full-height cubie rails were replaced due to issues with sticking. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had cubie drawer failure. The customer reported that they retrieved medication from another location. There were no adverse events or injuries reported based on this event.